Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan.

Event description:
It was reported that during surgery, it was found that the foreign substances which looks like a white powder were attached on the complaint product's tube inside of the sterile tray. There was no patient harm/injury. It was unknown if there was surgical delay. Due diligence is complete; no further information is available.